Manufacturer narrative:
Date of event is estimated further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-02268. It was reported that the patent experienced discomfort at the ipg site. As a result, the patient underwent surgical intervention on (B)(6) 2020 wherein the ipg was repositioned resolving the issue.

Event description:
Additional information indicates only this ipg was liable.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.